Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a flat crease. Leak test and microscopic analysis was performed which identified: valve crack and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and creases were observed but have no relationship with manufacturing. Reason for reoperation was deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture of a saline device, multiple folds, and volume loss. Device remains implanted.